Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer black part of the suture holder of the blade had come off. They used a new product and finished the surgery. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Corrected manufacturing site to wayne analysis of production: (3331/213 & 67) DHR was reviewed, the lot 3000184778 was manufactured starting from 26th jul. 2021, lot qty was 448ea. There is no deficiency identified from production relevant to the suture holder removed issue. All the products had been performed 100% visual inspection during production. They all passed the inspection, which demonstrate that all suture holders are seated completely and correctly inside the cavity. Trend analysis: (4110/213 & 67) in the last 12 months, 12th jan 2021 to 12th jan 2022, the occurrence rate is approx. 0.0037%. There¿s no similar complaint reported for this reported lot 3000184778. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer black part of the suture holder of the blade had come off. The needle holder has not come off. It seems that a suture holder was found in the package tray. They used a new product and finished the surgery. There was no harm to the patient.